Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed. Same case as: 3003853072-2013-00042, 3003853072-2013-00050, 3003853072-2013-00044, 3003853072-2013-00047, 3003853072-2013-00051, 3003853072-2013-00045, 3003853072-2013-00048, 3003853072-2013-00043, 3003853072-2013-00046.

Event description:
It was reported the screws had moved within the bone post-operatively. The patient originally underwent surgery to treat l3-l5 with dynesys instrumentation. Subsequently, the patient fell causing the l5 screw to break and pedicle to fracture. A revision surgery was performed to remove the instrumentation and was replaced with instinct java instrumentation at l2-s1. No screws were implanted at l5 due to the fracture of the pedicle. Fifteen days after the revision surgery, the patient experienced a pulmonary embolism and complained of back pain. The hospital confirmed that there was no cause and effect relation between instinct java instrumentation and the pulmonary embolism. X-ray showed the blockers in the s1 screws had backed out from the screw heads and the rods came out of the screws. During revision surgery it was discovered in addition to the s1 blockers backing out from the screw heads, the screws at l2 and l3 had moved within the bone and the 4 blockers had become partially unscrewed from the screws at l2 and l3. The instrumentation at l4 remained intact. The entire construct was removed and replaced with a competitor system.